Event description:
Complainant alleged that the clinicians were attempting to defibrillate a pt (age and gender unknown) who had coded, but the device would not discharge the energy. The clinicians then obtained another device and successfully defibrillated the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.